Event description:
The customer reported that the device was intermittently failing the opcheck, saying cable not connected.

Manufacturer narrative:
The customer reported that the device was intermittently failing the opcheck, saying cable not connected. The customer localized the issue to a failed pads adaptor cable.